Event description:
It was reported the implantable neurostimulator (ins) worked in the beginning, but after 4 to 5 to 6 months, he started having problems charging. The ins had been off for 2 months, and he was now trying to have it removed because it was bothering his back and it was uncomfortable. There was a loss of therapeutic effect. He was scheduled for surgery tomorrow but he was notified that his removal was not covered by insurance. The patient wanted his ins removed as soon as possible. It was noted that he had had pain for 42 years, had surgery in 1986 before he got the implant, then the pain started again, and he was trying to look for ways to get pain out of his back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).